Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device froze and lines filled the screen. The customer confirmed four total incidences of this same issue on the same device, each of which will be reported as a separate complaint. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.